Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. B3: unknown; captured as awareness date. D4 batch #: unknown. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: real-world study of safety outcomes among patients undergoing kidney tumor ablation using the neuwave certus 140 microwave ablation system versus cryoablation devices. Patients had bleeding-related complication within 30-days post-index ablation procedure: major bleeding and non-major bleeding. Both types required transfusion. Thermal injury and structural damage within 30-days post-index ablation procedure: patients had damage to kidney and ureters within 30-days post-index ablation procedure. Patients had structural kidney complications within 30-days post-index ablation procedure. Patients had damage to adjacent structures within 30-days post-index ablation procedure. Patient had internal organ laceration, resection, ostomy, repair, and drainage within 30-days post-index ablation procedure. Patients had repair of arterial and venous injury, and thrombosis within 30-days post-index ablation procedure. Patients had peritoneal and retroperitoneal abscess, infection, peritonitis, postoperative infection, infected seroma and wound, wound dehiscence, and nonhealing within 30-days post-index ablation procedure. Patients had pneumonia within 30-days post-index ablation procedure. Patients had sepsis within 30-days post-index ablation procedure. Patient had a surgical site infection within 30-days post-index ablation procedure. Patients had upper urinary tract infection within 30-days post-index ablation procedure. Patients had acute renal failure within 30-days post-index ablation procedure:. Patient had intestinal obstruction, impaction, and ileus within 30-days post-index ablation procedure. Patient had noncardiogenic postoperative shock within 30-days post-index ablation procedure. Patients had pneumothorax within 30-days post-index ablation procedure.